Manufacturer narrative:
See investigation attached. Correction: the code 1131 on medical device problem code has been reported on the initial report(follow-up 00) however this code has to be removed since it's no longer assigned to this reported event.

Event description:
Allegedly, patient revised due to corrosion at the ball-neck junction, elevated cobalt ion levels, the presence of white cloudy joint fluid, as well as osteolysis of the proximal femur and amorphous tannish tissue. (Right hip).